Event description:
The customer reported that the thermogard console (sn (B)(6) fuse had blown, causing the hospital's fuse to trip as well. No information was shared with zoll regarding the patient's treatment status or whether the system was intended for use on a patient or being tested.

Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) fuse had blown was confirmed during the functional testing. The root cause of the blown fuses was likely caused by the power overcurrent at the customer facility. The fuses were replaced to address the reported complaint. Following the service, the thermogard console passed the final functional and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with sn (B)(6).